Event description:
It was reported that the vascular table-anchoring bolt that is fastened to the floor became loose and the table tilted during an exam. No injury was reported. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.